Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) had incorrectly displayed premature ventricular contraction (pvc) on patient's presenting rhythm. No intervention was performed. Patient status was unknown.